Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the jaw of the harmonic ace instrument was broken. It was noted that no fragments from the broken instrument had fallen inside the patient. The procedure was converted to open surgery for an unspecified reason, and there was no report of patient harm, adverse outcome, or injury. Due to the alleged issue, the procedure was delayed by 15 minutes. The customer was unable to release patient information related to this incident. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The instrument was used for approximately one hour prior to the breakage. All fragment(s) were retrieved with the endoscopic forceps through assistant port. No surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The surgeon was using the instrument to dissect tissue and did not have issues with the functionality of the instrument during the procedure. The surgeon had no issues with removing the instrument prior to the breakage. There was no report of collision with any other instruments or other hard material. No information was provided regarding if the patient returned to the hospital due to post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical received the harmonic ace curved shears involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken blade. The blade broke at roughly 0.258¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional findings not reported by the customer were also observed during failure analysis. The instrument was found to have the teflon pad on the clamp arm damaged. A missing piece, measuring roughly 0.027 x 0.093" was not returned. The customer provided images of the harmonic ace curved shears instrument, and upon review, the blade was observed to have broken off inside the patient. The images also showed an unspecified instrument being used to grasp the broken fragment. There was no video provided for review.